Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic after receiving an alert due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was reprogrammed and the patient condition is good.